Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0jq82, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0jq82, implanted: (b)(64) 2015, product type: lead. (B)(4).

Event description:
Information was received from the company representative that reported there was an infection at the lead. The surgeon removed the lead and irrigated the site because of an infection in the area. The procedure was performed on the day of report. The procedure had gone well and there were no issues. The plan was to monitor the infection and replace the lead at a later procedure. The infection was confirmed. The patient was implanted for essential tremor and movement disorders. It was further reported the cause of the infection was unknown and the infection had cleared.